Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021: (B)(4) (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the stimulator has "not been functioning for awhile". Pats agent asked caller to clarify and caller states that the  family member  indicated that the stimulator "never worked right" so the pt has not used it for years. Caller unable to clarify further. No further complications were reported/anticipated atthis time.